Event description:
During testing at the user facility, it was noted the regulator closer was unseated off of the chassis post. Prior to testing, the device was returned to the biomedical engineering department for a report of distal air alarm. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device mechanism did not pass the unrestricted flow test due to the regulator closer was not properly seated. The probable cause for the unseated regulator closer could not be determined. A possible cause could be due to improper installation of the fluid shield assembly. During the installation of fluid shield, if the fluid shield tab is not aligned properly, it will push the regulator closer and cause the regulator closer to disengage from the chassis post. Upon closing the door lever, the regulator closer will dislodge and move to the front of the chassis post. As the regulator closer is not snapped into position on its mating post on the mechanism chassis, the cassette flow regulator will not be closed resulting in free flow when the device door is opened. The customers report of distal air alarm was not duplicated.

Event description:
During testing at the user facility, it was noted the regulator closer was unseated off of the chassis post. Prior to testing, the device was returned to the biomedical engineering department for a report of distal air alarm. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.